Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. After manually getting the ias gantry door to open, the door functioned normally by opening and closing without issue. A medtronic representative reported that while during a procedure, the image acquisition system (ias) gantry door would not open. They had to manually push on one of the gantry covers and then they were able to open the door and continued with the case. After getting the ias gantry door to open, the door functioned normally by opening and closing without issue. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while during a procedure, the image acquisition system (ias) gantry door would not open. They had to manually push on one of the gantry covers and then they were able to open the door and continued with the case. After getting the ias gantry door to open, the door functioned normally by opening and closing without issue. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.